Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a supplemental report will be submitted.

Event description:
Medtronic received a report where it was alleged that air leaked after 4 days if intubation. It was reported that issue was recognized by voice leakage and alarm activated from ventilator. The patient was recannulated and no further complication to the patient was reported. It was reported by the customer that no further information relative to the event or patient identifier is available.

Manufacturer narrative:
One sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the cuff deflated immediately. A visual inspection was performed and it was observed the inflation line is broken.

Event description:
Medtronic received a report where it was alleged that air leaked after 4 days if intubation. It was reported that issue was recognized by voice leakage and alarm activated from ventilator. The patient was recannulated and no further complication to the patient was reported. It was reported by the customer that no further information relative to the event or patient identifier is available.